Event description:
It was reported that following stent graft deployment, the device moved 4 cm from its implant location. Another stent graft was deployed successfully, reportedly, the patient presented with an occlusion at the distal end of a previously implanted stent graft at te venous anastomosis of an av graft in the axillary vein. The physician decided to treat the occlusion with an endovascular stent graft. However, following deployment, the stent graft moved 4 cm from its intended location. The physician deployed a tracheobronchial stent garft to secure the stent graft and another endovascular stent graft was deployed to treat the lesion. Post-dilatation was successful and the procedure was completed without further complications. There was no patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway. Please note this event is associated with the same patient in the event reported under manufacturer report no 9681442-2009-00117.